Event description:
It was reported that the right ventricular (rv) lead showed episodes of t-wave oversensing (twos). Additional information from the clinic disclosed that patient was admitted to hospital with a high potassium level and the patient's kidneys had almost shut down. The physician stated that the patient¿s hyperkalemia was the explanation for the large t waves resulting in ventricular oversensing. The sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4968-60 lead, implanted 2007-(B)(6), 5076-52 lead, implanted 2007-(B)(6). (B)(4).